Manufacturer narrative:
The device was returned to olympus for evaluation. The initial evaluation confirmed that the device original packaging was damaged and unsealed. The round circle seals of the box flaps were opened and slightly crushed on top. The sterile pouches were also not sealed on the bottom end; however, the splint silicones remained inside the package, and unused. The exact cause of the reported event cannot be determined at this time. The device will be sent to the original equipment manufacturer (OEM) for further investigation.

Event description:
Olympus was informed that during preparation for use in the sterile field, the sterility of the device was found to be compromised, as the exterior packaging was found unsealed. The device was not used on a patient; therefore, no patient injury was reported. Additionally, the user facility reported that the device had been stored in its original box on a self prior to the reported incident.

Manufacturer narrative:
This supplemental report is being submitted to report additional information received from the original equipment manufacturer (OEM). The OEM performed a review of the DHR and found no anomalies during the manufacturing of the subject device and lot number. A health hazard evaluation (hhe) was conducted for this event and the OEM determined that the risk for patient harm is low, since prophylactic antibiotics are commonly used in most cases. The OEM has determined that no further action is needed. The OEM will continue to monitor and investigate this phenomenon to determine its cause and mitigate further reoccurrence.